Event description:
It was reported via repair work order that the height adjustment racks were bent which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.